Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false low impedance warning. It was also reported that the right ventricular (rv) lead exhibited a polarity switch. The ipg and rv lead remain in use. It was also reported that the lead trends were inaccurate on the remote monitoring network report. Diagnostic interpretation was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.